Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an incorrect infusion of amiodarone resulting from programming error. The patient was receiving amiodarone at 1mg/min (33ml/hour). The infusion rate was scheduled to be lowered to 0.5mg/min at 0047. At 0020 the bag of amiodarone was changed out for a new bag. At approximately 0030, the patient called and it was noted the pump was beeping. Upon inspection, the clinician noted the the pump had been set to aminophylline and not amiodarone. The patient received on EKG, but no unusual finding were noted. Following the event, the clinician determined the patient should receive the ordered infusion of 0.5mg/min of amiodarone (16.7ml/hour). There was patient involvement but no harm.

Event description:
It was reported that there was an incorrect infusion of amiodarone resulting from programming error. The patient was receiving amiodarone at 1mg/min (33ml/hour). The infusion rate was scheduled to be lowered to 0.5mg/min at 0047. At 0020 the bag of amiodarone was changed out for a new bag. At approximately 0030, the patient called and it was noted the pump was beeping. Upon inspection, the clinician noted the the pump had been set to aminophylline and not amiodarone. The patient received on EKG, but no unusual finding were noted. Following the event, the clinician determined the patient should receive the ordered infusion of 0.5mg/min of amiodarone (16.7ml/hour). There was patient involvement but no harm.

Manufacturer narrative:
Correction: initial reporter facility name omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, c20 - no findings available, d15 - cause not established additional information : if other specify, imdrf annex a,g,b,c and d codes h3 other text : no devices received, log review only.